Manufacturer narrative:
H1 - disregard initial MDR as it is n/a. Claim# (B)(4).

Manufacturer narrative:
A1 - unk. A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D6a - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Correction data: b5 - reported as; a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. - correct to: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. Claim# (B)(4).